Manufacturer narrative:
The reported event indicated infection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final \visual examination found four external insulation abrasions breaching the outer insulation exposing the outer coil, one at proximal region consistent with friction to the device can, and three at the distal region consistent with friction to another device or feature of patient¿s anatomy. Correction: d9: field should be marked jun 23, 2025.

Event description:
It was reported that a patient presented with an infection noted on the system. It was then noted that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. No further intervention was reported. It was reported that the cause of death was unknown

Manufacturer narrative:
The reported event indicated infection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final \visual examination found four external insulation abrasions breaching the outer insulation exposing the outer coil, one at proximal region consistent with friction to the device can, and three at the distal region consistent with friction to another device or feature of patient¿s anatomy. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.